Manufacturer narrative:
Analysis performed indicated that it exhibited normal device characteristics. Sensitivity test was performed on the device with various settings and it was able to sense within the product specification. Visual inspection did not find any foreign material on the header feedthrough pin that could contribute to the complaint. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor procedure. Immediately following implant, no clear signal was seen or could be measured during device interrogation. It was confirmed the device had loss of contact. The device was explanted and replaced on (B)(6) 2020. The patient was stable.